Manufacturer narrative:
Field safety technician has been sent for further investigation. According to service order # (B)(4) the reported failure could not be duplicated. Additional preventative maintenance (on separate service order #(B)(4)), functional check and safety test were performed. Then the unit has been returned to clinical service. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this...

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It has been stated that "safety s" error occurred on tpm. No patient was involved.